Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024, explanted: (B)(6)2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780 serial/lot# (B)(6), ubd 2026-04-23, UDI# (B)(4). H11 ¿ the manufacturer¿s device registration system indicates that the pump and catheter were explanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that they were planning to do a catheter replacement tomorrow. The patient was currently on oral pain meds as they did not believe the patient was getting drug from the pump.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal hydromorphone and bupivacaine (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the reason for the call was a volume discrepancy. The hcp stated that this was the first refill since pump replacement and they were expecting 6 ml and got out nearly 15 ml. The drug was transferred from the old pump to the new and 16 ml was the volume entered at that time. The hcp stated that the patient had had more pain symptoms since the pump replacement and also dealt with an acute bout of diverticulitis in that time. The agent reviewed options to do imaging, a catheter access port (cap) aspiration and a dye study. Technical services reviewed that a catheter revision may be needed if there was an issue with the pump connection to the catheter. The issue was not resolved through troubleshooting. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the hcp felt that the pump was not working since it was replaced recently. The rep wasn't able to clarify exactly what the patient was experiencing but thought the patient wasn't getting the normal relief he was prior to the pump replacement. Technical services reviewed troubleshooting such as checking for volume discrepancy and contrast study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative stated that the hcp tried to place a new catheter because the one that was in place would not aspirate. The hcp could not implant the catheter due to the patient¿s anatomy/scar tissue from previous surgeries. Since the placement of the catheter was not successful, the hcp decided to explant the pump as well. The spine catheter was tied off and the 8780 catheter was explanted on (B)(6) 2024. The 8780 that was opened during the case was attempted to implant but was not successful. Cause of volume discrepancy: it was asked but unknown at the time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.